Event description:
It was reported a transient ischemic attack (tia), and a stroke occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation (pfa) were being performed. A farawave and faradrive system were used for the pfa procedure. Transesophageal echocardiogram (tee) imaging was utilized for the laa closure procedure. Heparin was administered for anticoagulation and the activated clotting time (act) result after ten (10) minutes was 371 seconds. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. The closure device was implanted with a complete seal noted. The concomitant procedure was concluded. Approximately four (4) hours post index procedure, the patient was suddenly unable to speak and exhibited aphasia. A computed tomography (CT) scan and magnetic resonance imaging (MRI) scan was performed which confirmed the patient experienced a tia and also a posterior silent stroke. The physician believes this embolic event was more than likely due to the pfa procedure and not the laa closure procedure, based on the presentation and from past experience. All symptoms resolved without medical intervention. The patient was discharged home the same day with no related symptoms and was prescribed eliquis and aspirin.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a transient ischemic attack (tia), and a stroke occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation (pfa) were being performed. A farawave and faradrive system were used for the pfa procedure. Transesophageal echocardiogram (tee) imaging was utilized for the laa closure procedure. Heparin was administered for anticoagulation and the activated clotting time (act) result after ten (10) minutes was 371 seconds. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. The closure device was implanted with a complete seal noted. The concomitant procedure was concluded. Approximately four (4) hours post index procedure, the patient was suddenly unable to speak and exhibited aphasia. A computed tomography (CT) scan and magnetic resonance imaging (MRI) scan was performed which confirmed the patient experienced a tia and also a posterior silent stroke. The physician believes this embolic event was more than likely due to the pfa procedure and not the laa closure procedure, based on the presentation and from past experience. All symptoms resolved without medical intervention. The patient was discharged home the same day with no related symptoms and was prescribed eliquis and aspirin. It was further reported the physician believes the silent stroke and the tia occurred at different times.